Event description:
A zoll distributor returned monitor sn: (B)(4) indicating that it was unable to communicate with an electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn: (B)(4)has been completed. The reported problem (unable to communicate) was confirmed. As received, the monitor failed incoming functionality testing. Upon evaluation, wires 1 and 2 were pinched on the monitor's belt receptacle. The cause of the test failure was the pinched wires. The root cause of the pinched wires was unable to be positively identified. No adverse event resulted from the defective monitor.